Event description:
Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: fluid; synovitis; pseudotumor; osteolysis (right).

Manufacturer narrative:
This is the same event as 3010536692-2015-02031, -02032.

Event description:
Allegedly the patient was revised due to the bfh conserve cup was loose and painful.

Manufacturer narrative:
Additional patient information received.